Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment had air bubbles during therapy. The customer¿s blood glucose level was unknown. Customer stated that the approximate size of air bubbles was about the size of a bb. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.